Manufacturer narrative:
Initial and final MDR 1919797- MDR 3003442380-2024-16132- device 2 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use since 01-jan-2022. The infusion sets fell off within same day of use. No further information available.